Event description:
Surgeon implanted suture anchor on 4/19 and on 5/4 the patient returned with an infection and the surgeon had to do another surgery and debriedment. Additional information confirmed 1. Cultures resulted in no growth. 2. Patient was hospitalized and an additional surgical procedure (I&d) with antibiotic therapy vancomycin and rocephin.

Manufacturer narrative:
A class ii recall was initiated on (B)(6), 2012 with package integrity issue which may constitute a breach of the sterile barrier. (B)(4).